Manufacturer narrative:
The ge service rep contacted the customer. Per customer symptom has not reoccurred after power cycle. No device required.

Event description:
The customer reported that the system displayed poor image quality and the image will not swap on the screen.